Manufacturer narrative:
A visual examination of the returned device found that the needle tail was broken. Functionally the device jaws would open and close normally considering the bent needle tail. The curves were measured; one of the two curves was out of specification. The condition of the returned incident device was consistent with the complaint; wire damage since the needle tail was broken. However, the device jaws would open and close normally considering the bent needle tail. The most probable root cause is manufacturing due to the improper curve forming. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the pull wire disconnected from the cup and the forceps would not open. Reportedly the device was inspected/tested prior to use but nothing unusual was noted. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the pull wire disconnected from the cup and the forceps would not open. Reportedly the device was inspected/tested prior to use but nothing unusual was noted. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.